Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon evaluation the device was cycled, fed and produced the remaining 12 clips with proper pinch and alignment. After the remaining clips were fired, the locking mechanism engaged as intended. The device history record was reviewed, and no discrepancies were noted. The instructions for use state "prior to each clip application, inspect the jaws tips to ensure the clip is fully advanced to the end of the jaws."

Event description:
It was reported that during an arteriovenous fistula the device cut the vessel the first time it was used, caused it to bleed and prolonged the surgery. Blood loss was approximately 30cc. A new device was sued successfully to complete the procedure. The patient was reported to be stable. It was unclear whether the clip or the jaw cut the vessel.